Event description:
It was reported that the piston of the insulin pump was coming out. Advised to discontinue the device use. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with loose motor support disk. We were unable to perform the functional testings due to loose motor support disk.